Event description:
The pt was implanted with a paddle lead for the scs trial. The pt was programmed and reported effective coverage of the desired pain pattern. Further follow-up with the pt indicated the pt experienced abdominal pain. The lead was pulled as scheduled. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.